Event description:
This complaint is reportable based on the analysis completed on 01/20/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 3.00x32mm taxus express2 stent. The 90% stenosed target lesion was located in the moderate tortuous and calcified distal right coronary artery (rca). No patient injuries or complications were reported. The procedure was completed with a different device. The patient condition was noted as "good". However, the analysis of the retuned device confirmed stent damage.

Manufacturer narrative:
Examination found that the distal edge of the stent was damaged. One strut on the first stent from the distal edge was misaligned. This was 0.07mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. The hypotube had kinked approximately 37.4cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The tip was flared on the side. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A review of the manufacturing documentation found that the device met it's material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.